Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a variable angle (va) locking screw stripped as it was backed out of a plate during a left proximal olecranon repair on (B)(6) 2017. The surgeon had begun to implant a 2.7 mm / 3.5 mm variable angle locking compression olecranon plate (left) and decided that implanting a bigger plate would be more appropriate. As the surgeon tried to back the screw out of a two-hole proximal olecranon plate, the head of the screw stripped. The surgeon took the plate off and decidedly replaced it with a new larger 3.5 locking compression (lcp) plate and screws. There was a reported surgical delay of ten (10) minutes. No fragments remained in the patient. No additional x-rays or other medical intervention were required. The procedure was completed successfully with the patient in stable condition. Both the originally placed, concomitant plate and the stripped screw were discarded and are not available for investigation. Concomitant devices reported: 2.7 mm / 3.5 mm variable angle locking compression olecranon plate 2h/lt/90 mm (part # 02.107.302, quantity 1). This report is for one (1) 2.7 mm va locking screw self-tapping. This is report 1 of 1 for complaint (B)(4).